Event description:
The hcp reported that the device was explanted less than one month after implant due to infection. The pt did not have meningitis. He was experiencing fever, redness, swelling and pain. The primary source of the infection was the device pocket and catheter track. A culture was obtained; the results of that culture are unk. The infection was treated with oral antibiotics and total device system explant. The infection resolved.